Event description:
It was reported that a smiths medical ventilator does not switch off and stays in ventilate mode. No adverse patient effects were reported.

Manufacturer narrative:
H10 ? Device evaluation results: one pneupac ventilator was returned for investigation in used condition. The customer reported product problem (ventilator stuck on ventilate mode/failure to shut off) was reproduced during testing. The problem was attributed to a faulty function switch. The root cause of this problem was not identified. The faulty function switch was replaced. The ventilator then functioned as intended.